Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 65 and blood glucose was 271 mg/dl. Company representative was able to contact customer to confirm post. Troubleshooting could not be performed as customer had not been wearing glucose monitoring system. Customer would reconnect and call back should issue persist.